Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The pace/sense portion of the lead was suspect of a fracture. The physician capped the pace/sense portion of the lead and implanted a new pace/sense lead leaving the high voltage coils of the lead in use. No patient complications have been reported as a result of this event.